Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zct225 8.0 diopter intraocular lens (iol), the lens had rotated 10 degrees. The initial axis of implantation was 97 degrees. At the one month post op visit, the axis was measured at 87 degrees. The patient did not report any issues. The lens remains implanted. No further information was provided.